Event description:
Infusion nurse programmed a medication through the b. Braun pump to run for one hour. When alarm went off indicating the volume was infused, the nurse discovered that only about half was infused. Nurse changed pump and notified biomed staff of incident. Nurse took original tubing out of the affected pump and connected the tubing to another pump and programmed remaining medication which had about 100 cc left to infuse for less than half an hour. Alarm went off indicating the volume was infused but there was still about 50 cc left so she reprogrammed it again and checked in 15 minutes. She discovered there was still about 30 cc left, which eventually was infused but took two hours. Nurse decided to keep original tubing instead of changing tubing because she did not think it was the tubing that was causing the problem. She thought it was the pump that was sequestered. Besides, she had given over half of the medication and she claims that if she changed tubing she may not be able to accurately calculate how much more to give the patient. No harm to patient from this incident.